Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4)

Manufacturer narrative:
Additional information was that the patient's weight was (B)(6).

Manufacturer narrative:
Additional information was received that this adverse event report was updated by the clinical study site to not be related to the device or procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four days after the implant of this transcatheter bioprosthetic heart valve, the patient was admitted to a health care facility with a diagnosis of complete heart block after complaining of vision changes and periods of unawareness. A temporary pacemaker was placed and a computed tomography (CT) head scan was performed. The CT report was pending, but the initial review found findings consistent with a cerebral vascular accident. The patient was transferred to another facility for additional evaluation and treatment, and placement of a permanent pacemaker. No subsequent adverse patient effects were reported.